Manufacturer narrative:
Other, other text: a manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2019-05-30 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear of usage- interlock block leaked water. Functional testing found it's leaking water confirming the customer complaint. Replaced interlock block and performed preventive maintenance. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the unit is leaking. Event occurred during testing. No patient involvement.

Manufacturer narrative:
UDI in section d4 and d5 are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.